Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent requiring intervention to compress to vessel wall. A user facility medwatch report was received that states "during the procedure an attempt was made to deploy a mini vision 2 x 12 mm stent in the left anterior descending artery. Difficulties were experienced advancing the stent past the mid vessel. The stent appeared to be catching on a previously deployed unspecified stent. An attempt was made to retrieve the stent delivery system (sds), however, the stent could not be removed. The sds was manipulated until the stent came out, but the stent implant dislodged from the sds balloon. A second stent was deployed in the lad. Then a 2 x 15 mm balloon catheter was used to compress the dislodged stent to the wall and then a 2.5 x 15 stent was deployed over the compressed dislodged stent. There was no other intervention required." No additional event or pt info was available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system is expected to be returned for eval. It has not yet been received. (B) (4)